Event description:
Same case as manufacturer's report# 6000093-2006-00338 4 days after implantation of a 2.75x16 mm and a 2.5x24 mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. Durning the initial procedure, the target lesions were located in the ramus artery and the mid circumflex (cx) artery. A pre-intervention stenosis of 75% was reported in the ramus artery. A pre-intervention stenosis was of 95% was reported in the mid cx artery. A 2.75x16 mm taxus stent was deployed in the ramus artery and a 2.5x24 mm taxus stent was deployed in the cx artery. A post-intervention stenosis of 0% was reported for both vessels. The patient received angiomax, nitroglycerin, and plavix during the procedure. No information was received on the tortuosity or the calcification of the vessels. The patient was placed on plavix post-procedure. No information was reported concerning patient complications. The patient presented 4 days after the initial procedure with an in-stent thrombosis. In both vessels, a pre-intervention occlusion of 100% was reported. The patient was medically treated by increasing plavic dose to 150 mg daily and aspirin dose to 325 mg daily. Patient was discharged two days later . No information was received concerning patient complications.